Event description:
Needle broke on third pass through cuff. The needle broke when it hit the undersurface of the acromian. The surgeon went to an open procedure and looked for the broken piece. Surgeon believes the piece was retrieved with suction. The procedure was delayed over 30 minutes. No adverse consequences have been reported as a result of event. This device is used for treatment.